Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia, including nocturnal lows into the 40s mg/dl, occurring for hours at a time and prompting the user to disconnect from the pump at times; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention and impact to daily activities, with self-treatment using glucose tablets and sugary juice. Investigation included review of available case information. Investigation of this case revealed a cause could not be determined. It was concluded that the event was user-reported hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.